Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an increase in both capture and threshold. The physician increased the output voltage and pulse width.